Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the peeled/detached adhesive around the objective lens could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, handling and or external factors. Additionally, a definitive root cause of the scratches on the device mental tip could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, handling and or external factors should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the flex deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician found the adhesive around objective lens was peeled/detached and scratches on the device metal distal tip. There was no patient involvement, and no harm was reported as a result of the event.